Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient implanted with an artificial urinary sphincter (aus) experienced recurrent urinary incontinence. During a revision procedure, it was determined that the incontinence was associated with kinked urinary cuff tubing, which prevented the cuff from filling completely with fluid and maintaining adequate occlusion. As a result, the entire aus system was explanted and replaced. No additional patient complications were reported.